Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 447 mg/dl. The customer stated that their blood glucose was a little low, so when they treated it, they overcorrected which ended up causing the high blood glucose. The customer experienced no symptoms at the time of the event. It was not stated how they treated the high blood glucose. The customer reported having issues with the insulin pump connecting with the transmitter. Troubleshooting was provided and the customer was able to connect transmitter to insulin pump. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use. Frn-unk-rsvr . Ozp-mmt-7020-snsr. Unomed set. Mds-unk-xmtr.